Event description:
It was reported that during a wrist arthroscopy the view was dark. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 24-jun-2022 update dw. Lot number of the reported device was provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This evaluation determined that the reported event of "during a wrist arthroscopy the view was dark" occurred due to external damage. The most likely cause for the reported failure can be attributed to a lens defect.